Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the coronary artery. A 6.0x60mm absolute pro stent was implanted; however, post stent implantation a foreign body was noticed in the vessel through fluoroscopy. The patient was sent to surgery to remove the foreign body successfully. It was then confirmed that the foreign body was a piece of the absolute pro catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The separation was confirmed. It may be possible that the tip of the absolute pro became entrapped within the newly deployed stent or at the distal edge of the introducer sheath during removal causing the noted separation; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.